Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system, implanted with another manufacturer's right ventricular (rv) lead, emitted beep tones indicative of a high out-of-range pace impedance measurement greater than 2,000 ohms. The rv pace impedance measurement was 2,056 ohms on (B)(6). Technical services (ts) discussed troubleshooting options and programming considerations. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.